Manufacturer narrative:
(B)(4);as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure of this right ventricular (rv) lead, the patient experienced a pneumothorax while the access was being made. A chest tube was placed and the patient was kept monitored. This rv lead was successfully implanted and remains in service. No additional adverse patient effects were reported.